Manufacturer narrative:
The lead was returned with insufficient information. As received, a complete lead was returned in two pieces. Visual inspection found multiple external insulation abrasions, consistent with friction to the device can breaching the right ventricular, ring electrode and superior vena cava cable lumens proximal to the suture sleeve tie impression. The etfe cable coating was not abraded in these locations. Further analysis found multiple external insulation abrasions, consistent with friction to another device or feature of the heart breaching the right ventricular and ring electrode cable lumens in between the shock coils. The etfe cable coating was not abraded in these locations.

Event description:
Related manufacturer reference number: 2017865-2024-38915. It was reported that the active right ventricular (rv) lead exhibited noise causing non-sustained rv over-sensing episodes. The noise was reproduced with isometrics. There was an abandoned rv lead, and it is unknown if this previously capped lead had also exhibited noise. Both leads were extracted, and a new rv lead was implanted. There were no complications. The patient tolerated the procedure very well.